Event description:
The healthcare professional reported that during an endovascular embolization procedure on 25-mar-2026, the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 9368821) was delivered to the target site and its release was initiated, but the physician observed that while the distal markers opened well, the middle section of the stent did not fully open or expand as intended. The physician retracted the stent and replaced it to complete the procedure using the same microcatheter. The procedure was reportedly prolonged by 15 minutes. There was no report of any negative patient impact. A single photo of a procedure image was included in the complaint. The image will undergo independent physician review. On 13-may-2026, additional information was received. The information indicated the procedure was targeting an unruptured 3mm diameter common aneurysm on the c6 segment of the internal carotid artery. No vessel factors contributed to the incomplete expansion of the stent. There was no evidence of obstructed blood flow due to the event. The temperature indicator label on the inner pouch had been checked and found to be within acceptable criteria. There was ¿some resistance¿ during the advancement of the stent. When the stent was removed, it was still on the delivery wire. It was not known if there was damage noted on the stent / stent delivery system. The replacement stent was another 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300). The information confirmed there was no negative impact on the patient, and it was not known if the reported 15-minute procedure extension was considered to be clinically significant or not by the physician.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The procedure image included in the complaint underwent review. The review is documented below. ¿a single image of a c-arm screen is supplied. Unfortunately, there is no angiographic image and no vessels are seen. Stent markers and a delivery catheter are seen but it is not possible to comment further without more images in sequence. The stent markers do appear slightly close together but without vessels to compare expansion cannot be fully assessed.¿ physician name and date reviewed: (B)(6) mbchb frcs mba. 06-may-2026. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 9368821. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.